Event description:
The facility reported that an unspecified patient was administered 100ml of an antibiotic using a colleague volumetric infusion pump. After the infusion had finished the pump continued pumping air. The air had almost reached the patient when this was detected but no alarm was activated. The hospital and the field service engineer tried to replicate the problem but were unable to do so. The patient was not treated prophylactically. There was no patient/user/other person's injury reported. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.